Event description:
It was reported during a procedure using an ambient super turbovac wand, the device had small particles fall into the patient. The surgeon expressed concern about particles being left in the patient. No further details were provided regarding this procedure, however no patient complications have been reported.